Manufacturer narrative:
As of the date of closure for this complaint, there have been no samples or visual evidence returned for evaluation. Without such evidence, determining root cause is not possible. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Evaluated contrasted x-ray by dr. Evidencing need to pull 3 cm. When removing the bandage, the nurse noticed it was ruptured in the catheter hub. Evaluated by the team. New PICC catheter passage performed.

Manufacturer narrative:
The sample device was returned for evaluation. A visual inspection found that the PICC line is broken, 2.5 mm from the securement disc, confirming the customer's complaint. Based on the inspection, the most probable cause for the catheter breakage may be due to patient activity or movement, or excessive tensile/pulling force during use. Since the breakage appears to be due to an event in the user environment, no corrective action will be taken at this time.